Manufacturer narrative:
The device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.50x38 mm xience xpedition balloon separated from the delivery system during deployment of the stent. An attempt was made to retrieve the separated portion with a snare. As no additional information was provided by the account, it could not be confirmed if the separated portion was retrieved from the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable determine a conclusive cause for the reported material separation based on the information provided; however, factors that may contribute to balloon material separation include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification, lesion tortuosity and user handling. The reported treatments appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Correction: the device was a 3.50x38 mm xience sierra stent, not a xience xpedition as initially reported. No additional information was provided.